Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed two blisters under the front electrode. The blisters are not bleeding but are filled with fluid. Additionally, patient reported that she fell on the monitor and monitor bruised her hip. Patient does bruise easily due to being diabetic. There are no allegations that the device caused or contributed to the fall. There was no alleged device malfunction contributing to the irritation. Patient stated that a nurse did try and twist the lifevest to avoid the area with the blisters. Follow up indicated the patient has been using aquaphor antibiotic ointment that the blisters and bruise are much better.